Event description:
Info received indicates the brake will hold but the casters continue to swivel when in brake.

Manufacturer narrative:
The technician replaced the caster stems and horns to repair the bed.